Manufacturer narrative:
The biomedical engineer (bme) reported that the pump on the multigas unit started to get loud and then stopped giving any readings, while in patient use. They were using nk tubing, and they changed out the water trap regularly. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: on 06/18/2025, emailed the customer via microsoft outlook for the above information: no reply was received. Attempt # 2: on 06/25/2025, emailed the customer via microsoft outlook for the above information: no reply was received. Attempt # 3: on 07/08/2025, emailed the customer via microsoft outlook for the above information: no reply was received.

Event description:
The biomedical engineer (bme) reported that the pump on the multigas unit started to get loud and then stopped giving any readings, while in patient use. They were using nk tubing, and they changed out the water trap regularly. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the pump on the multigas unit started to get loud and then stopped giving any readings, while in patient use. They were using nk tubing, and they changed out the water trap regularly. There was no patient harm reported. Investigation summary: an exchange unit was sent to the customer. However, the reported device was not returned for evaluation despite multiple attempts to obtain the device. As such, no investigation can be conducted at this time, and a root cause will not be determined. Nihon kohden will continue to monitor and trend similar complaints. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the pump on the multigas unit started to get loud and then stopped giving any readings, while in patient use. They were using nk tubing, and they changed out the water trap regularly. There was no patient harm reported.